Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pin 3 of the connector had partially melted. The damage to pin 3 will prevent the adapter to charge the ptv ventilator. This resulted in the connection falling off. Carefusion shipped a replacement adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit's pigtail was loose. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.